Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the distal tip of the catheter of the device including the balloon broke off while switching to x-ray marking, which was confirmed by a photo sent by the customer. The procedure was completed at this time. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: event. Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. Problem code 2907 captures the reportable event of distal tip detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the distal tip of the catheter of the device including the balloon broke off while switching to x-ray marking, which was confirmed by a photo sent by the customer. The procedure was completed at this time. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on 03jan2019. The anatomy location is the bile duct. Nothing detached into the patient. There were no patient complications reported as a result of the event.